Event description:
Patient fell and immediately encountered pain and it was difficult to bear any weight on the leg. The ceramic ball head had shattered and the surgeon did a revision surgery to replace the liner and the head. All the pieces were removed successfully.